Manufacturer narrative:
(B)(4) - manual slide review; sample related issue. The issue occurred with one patient sample only and the customer believed the issue was related to the sample and that the instrument was performing within specifications. The customer technical advocate received two pages of data containing one result from a purple top tube and one result from a blue top tube. After reviewing the data, the cta contacted the customer for further discussion. The purple (edta) top was collected from a female patient on (B)(6) 2008 at 18:29 and run in cbcl mode without any flags. The platelet optical count (poc) was 9.03 10e3/ul and no result was present for the platelet impedance count (pic). The blue (citrated) top tube was collected from the same female patient on (B)(6) 2008 at 20:52 and run in cbcl mode and results showed multiple flags (band and immature granulocyte and asterisked [invalidated] wbc parameters). The platelet optical count (poc) was 125 10e3/ul; the pic was 124 10e3/ul and the scatter plot showed evidence of plt clumps. The cell-dyn sapphire system operator's manual, list number 08h10-01, revision d, under section 3, principles of operation, system initiated messages and data flags, page 3-53, suggested action is to follow the laboratory's protocol for handling these flags and, if required, review a stained blood film for the presence of suspect populations. Section 7, operational precautions and limitations, pages 7-8 through 7-10, provides a list of interfering substances and conditions that can affect the cell-dyn sapphire parameters. Page 7-10 indicates that the cell-dyn sapphire has been validated for its intended use; however, error can occur due to potential operator errors and cell-dyn sapphire system technology limitations. Results obtained in the cell-dyn sapphire must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. A review of complaints for the period of (B)(6) 2008 through (B)(6) 2008, did not indicate any adverse trend for the cell-dyn sapphire, l/n 08h00-01, for the reported complaint issue. Based on the investigation, no product issue was identified for the cell-dyn sapphire for discrepant plt results generated on patient samples without plt clump flagging. No systemic issue was identified for the cell-dyn sapphire product line. This is the final report.

Event description:
The customer stated a sample collected in an edta tube was tested in cbc [l] mode on the cell-dyn sapphire. A platelet optical count (poc) of 9.03 k/ul was generated but there was no platelet impedance count (pic). No flags were generated. Due to the low poc, a slide review was performed and platelet clumps were noted. The estimated platelet count was greater than 200 k/ul. A citrated sample from this patient was also tested with a poc of 125 k/ul, a pic of 124 k/ul and the following flags: platelet clump, band and immature granulocyte. Suspect results were not reported and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.